Event description:
According to the reporter, the patient had acute hypoxic and hypercapnic respiratory failure. Endotracheal intubation was performed. The patient was admitted to the intensive care unit from the emergency department. The patient remained sedated and intubated requiring mechanical ventilation, was hypotensive requiring fluid boluses and vasopressors, and was on antibiotic therapy. After 2 days, the device depth remained as 22. Respiratory assessment documented a cuff pressure of 30. The next day, it was noted that the device cuff was audibly leaking. There was "improper" ventilation with decreased tidal volumes, an spo2 of 88%, and oxygen desaturation observable on telemetry. There was an endotracheal tube exchange via bougee. There was an audible leak post tube exchange, a cuff leak with unclear etiology, and hypoxia with the air leak. The tube advanced from 24 at the lips to 26 at the lips. There was a tube ex change to resume ventilation. Prior to the tube exchange, the third device was tested per protocol to ensure all components were functioning, including the cuff which inflated and deflated properly. After tube was placed, the cuff was inflated, and ventilation was attempted without success. The device had an air leak with a cuff issue. While preparing and testing a fourth device, oxygen levels dropped to ¿critical levels¿ requiring emergent bag valve mask ventilation. A video laryngoscope was used to attempt intubation, but was unable to pass a stylet from the video laryngoscope through the cords. Edema, friable larynx, and laryngospasm were noted making ¿intubation impossible¿ and the airway ¿was lost¿. The patient progressed to cardiac arrest from hypoxia with code blue and cardiopulmonary resuscitation (CPR) initiated. Advanced cardiac life support was ongoing for approximately 45 minutes. Hypoxia and pulselessness continued with CPR ongoing. Emergent tracheostomy attempts were made by surgical resident and ent [ear, nose, throat] resident at the bedside but were complicated by body habitus. There were multiple attempts to reestablish the airway with no successful ventilation. The airway was reestablished with the device in surgical airway/tracheotomy. After reintubation, appropriate gas exchange and tube placement were confirmed by auscultation and color change capnography. The patient had no pulse or cardiac electrical acti vity as confirmed by telemetry and cardiac ultrasonography. Ventilation and CPR were stopped. The patient died with cardiac arrest as the preliminary cause of death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.